Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted in the cx. Approximately 4 days post index procedure, the patient suffered an acute ischemic stroke which was treated with hospitalisation and continuous drug sedation. The patient is recovering. Site and sponsor assessed the stroke event as not related to the device or antiplatelet medication.

Manufacturer narrative:
The patient was treated with a tracheotomy. If information is provided in the future, a supplemental report will be issued.